Event description:
The customer contact reported unrestricted flow. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, the cair clamp was closed. At this time, a continuous drip of medication was noted from the tubing set. There was no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.